Event description:
Procedure: open gastric bypass. The instrument fired satisfactorily on stomach but when the black knobs were pulled back to release, the instrument remained locked on the stomach. A second instrument had to be used to cut the first instrument off the stomach. No further pt injury reported.